Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a low anterior resection procedure, the device staples of the acral part were not formed. Additional suture was performed. There were no adverse consequences to the patient.